Event description:
The customer contact reported electrical sparking and a burning smell at the ac receptacle when the device was plugged into ac power. No further event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found evidence of burn marks and melting around the ac receptacle. This was due to a short circuit caused by fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.